Manufacturer narrative:
The field service engineer (fse) was unable to reproduce the erroneous results for white blood cell (wbc), hemoglobin (hgb), and platelet (plt) for the patient involved. The fse performed controls and noted no instrument issues. The fse proactively replaced the hemoglobin lamp as a precaution. The fse checked and verified all circuits and system processes. All 5c and latron controls, and background verification were successful. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. The patient sample was collected in microtainer tube from a pediatric patient. Further review of the customer-supplied data indicated lower white blood cell (wbc), hemoglobin (hgb), red blood cell (rbc), hematocrit (hct), mean corpuscular hemoglobin concentration (mchc), platelet (plt) and high mean platelet volume (mpv) results were obtained on (B)(6) 2012, without instrument flags, when compared to the reanalysis on the same day and the following day. Inconsistencies in the values obtained for wbc and plt were also noted between the two analyses on (B)(4) 2012. Instrument flags were provided for the run 1 for the wbc and plt parameters, for sample #2.

Event description:
The customer reported an erroneous hemoglobin result, for one patient, involving the coulter act diff 2 analyzer. Subsequent analysis of the patient sample, on the same analyzer, recovered a higher hemoglobin result. A second sample was collected from the patient and analyzed the following day with inconsistent results. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The customer indicated controls were within range and system startup passed. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.